Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that there was a cyst formed about an inch below the cervical lead incision site. It was also noted that the pocket was extremely shallow which caused pain in the pocket site and difficulty charging the ipg. The patient underwent a revision procedure wherein the ipg was moved and replaced. The physician did not suspect it was related to the stimulator and no device malfunction was suspected. The patient was doing well postoperatively.